Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#590;appropriately shocked the patient for ventricular fibrillation (vf) during an atrial fibrillation (af) episode. The physician felt that it was not a true ventricular event but conducted atrial fibrillation (af). The patient was admitted for adjustment of medications and the device was to be reprogrammed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.